Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. While hospitalized for a transfer to hemodialysis, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same date as onset, the patient was treated with cefazoline (1g intraperitoneally, frequency and duration not reported) and ceftazidime (1g intraperitoneally, frequency and duration not reported) for the peritonitis event. Physioneal and nutrineal therapies were ongoing. At the time of this report, the patient remained hospitalized with ongoing treatment. The patient had not yet recovered from the peritonitis event. No additional information is available.